Event description:
No issue could be found during device history record review. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor was found to be defective and was sent back to brézins for further investigation. During internal investigation, the air sensor was found to be in default, likely due to the degradation of a component on the air board. Therefore, the reported event is confirmed as it has been reproduced during testing and the root cause is likely due to a defective air sensor. Please be informed that an internal CAPA was open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: customer reported air alarm reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.